Manufacturer narrative:
B3: the date provided is an approximation as the exact event date was not provided. The remainder of the investigation remains in progress. A supplemental report will be provided after completion. H3 other text: single use; device discarded.

Event description:
The consumer reported conflicting results with the binaxnow covid-19 antigen self-test kit performed on an unknown date. On the unknown date, three (3) binaxnow covid-19 antigen self-tests were performed where two (2) tests generated positive results and the third test generated a negative result. Additional testing was not performed. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
B3: the date provided is an approximation as the exact event date was not provided. The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. H3 other text : single use; device discarded.

Event description:
The consumer reported conflicting results with the binaxnow covid-19 antigen self-test kit performed on an unknown date. On the unknown date, three (3) binaxnow covid-19 antigen self-tests were performed where two (2) tests generated positive results and the third test generated a negative result. Additional testing was not performed. No additional patient information, including treatment and outcome, was provided.